Manufacturer narrative:
Potential allergic reaction was reported for patient with a total knee implant. Review of the device history record indicates that the device was manufactured to specification. Product instructions for use (IFU) lists metal sensitivity as a contraindication for cruciate retaining total knee replacement.

Event description:
Potential allergic reaction was reported for patient with a total knee implant.